Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the knob was missing, the ventricle output connector had contamination inside the connector, and that there was a loose knob. It was noted that the upper case was broken, hanger assembly was broken, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob and a loose knob; the ventricular port does not securely hold the input cable. The epg was returned for repair. There was no patient involvement.